Manufacturer narrative:
The investigation determined an event occurred where the vitros system may have aspirated from the incorrect tube/cup position of a sample tray and potentially returned the aspirated sample back into the unintended sample on the tray when using the vitros 3600 immunodiagnostic system. An ortho investigation identified a software anomaly associated with a specific sequence of events which allows a sample to be aspirated from the wrong tube/cup position of a sample tray and/or potentially returned back into the unintended sample on the tray using a vitros 3600 immunodiagnostic system. This can lead to a result or series of results that do not reflect the patient¿s condition leading to inappropriate intervention with the potential for serious injury to the patient. Vitros system software version 3.2.3 contains the resolution to this software anomaly. The customer installed the vitros system software version 3.2.3 on (B)(6) 2016. The FDA (B)(4) district office was notified of this issue on 13 april 2016. Refer to report number 1319681-4/13/2016-001-c. (B)(4).

Event description:
As part of a retrospective review of e-connectivity data to support an ortho clinical diagnostics (ortho) investigation the following events were identified using the customers vitros 3600 immunodiagnostic system. A sample aspiration event on (B)(6) 2014 occurred when a sample fluid from a tube/cup other than the intended tube/cup was aspirated. Subsequent to the aspiration event from the unintended tube/cup, a metering failure occurred and the system attempted to return the aspirated sample back into the original tube/cup as designed. However, the sample was most likely returned into an unintended tube/cup which can cause a contamination or a significant dilution of another patient's sample and lead to erroneous results. The undetected sampling from a tube/cup other than the intended one or aspirating sample fluid from and/or dispensing sample fluid back into an unintended tube/cup could lead to the generation and reporting of a test result or series of test results that do not reflect the patient's condition leading to inappropriate intervention with the potential for serious injury to the patient. Ortho clinical diagnostics has contacted the customer to inform them that the event occurred on (B)(6) 2014 including the number of samples potentially affected. No additional information or feedback pertaining to the event has been communicated back to ortho from the customer. Therefore it is assumed there were no allegations of patient harm. The investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. (B)(4).